Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia') in a 35-year-old female patient who had essure (batch no: 977832-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included spontaneous abortion, multigravida, parity 5, live birth (on (B)(6) 1997, on (B)(6) 1999, on (B)(6) 2004, on (B)(6) 2006) and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), 5 months 18 days after insertion of essure. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal discharge ("vag. Discharge"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding vaginal"), anxiety ("anxiety") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)/total abdominal hysterectomy, bilateral salpingo-oophorectomy and hysteroscopy and d & c on (B)(6) 2013). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, depression, vaginal discharge, migraine, headache, fatigue, weight increased, mood swings, vaginal haemorrhage, anxiety, nausea and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for chronic, dysmenorrhea (as written) (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back pain, gen. Abnorm. Bleed. All injuries resolved post-removal: none. Discrepancy noted for essure insertion date: on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: essure confirmation test total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : vaginal discharge, pain with intercourse. Most recent follow-up information incorporated above includes: on 11-jun-2021: medical record received. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in a 35-year-old female patient who had essure (batch no. 977832-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included spontaneous abortion, multigravida, parity 5 and live birth ((B)(6) 1997, (B)(6) 1999, (B)(6) 2004, (B)(6) 2006). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), 5 months 18 days after insertion of essure. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal discharge ("vag. Discharge"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding vaginal"), anxiety ("anxiety") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hystrectomy (full) and hysteroscopy and d& c- (B)(6) 2013). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, depression, vaginal discharge, migraine, headache, fatigue, weight increased, mood swings, vaginal haemorrhage, anxiety, nausea and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for chronic, dysmennorhea (as written) (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back pain, gen. Abnorm. Bleed. All injuries resolved post-removal ¿ none discrepancy noted for essure insertion date- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full).). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, psychological trauma, vaginal discharge, migraine, headache, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for chronic, dysmenorrhea (as written) (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back pain, gen. Abnorm. Bleed. All injuries resolved post-removal ¿ none. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Event injury was replaced. Case category was updated to incident. Events added- dysmenorrhea (as written) (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back pain, general abnormal bleeding, psych injury, vaginal discharge, migraine, headaches, fatigue, weight gain. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in a 35-year-old female patient who had essure (batch no. 977832-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included spontaneous abortion, multigravida, parity 5, live birth ((B)(6) 1997, (B)(6) 1999, (B)(6) 2004, (B)(6) 2006) and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), 5 months 18 days after insertion of essure. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal discharge ("vag. Discharge"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding vaginal"), anxiety ("anxiety") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hystrectomy (full) and hysteroscopy and d& c- (B)(6) 2013). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, depression, vaginal discharge, migraine, headache, fatigue, weight increased, mood swings, vaginal haemorrhage, anxiety, nausea and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for chronic, dysmennorhea (as written) (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back pain, gen. Abnorm. Bleed. All injuries resolved post-removal ¿ none. Discrepancy noted for essure insertion date- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : vaginal discharge, pain with intercourse. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in a 35-year-old female patient who had essure (batch no. 977832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included spontaneous abortion, multigravida, parity 5 and live birth (B)(6)1997, (B)(6)1999, (B)(6)2004, (B)(6)2006). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), 5 months 18 days after insertion of essure. On (B)(6)2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal discharge ("vag. Discharge"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("anxiety") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and hysteroscopy and d& c- (B)(6)2013). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, depression, vaginal discharge, migraine, headache, fatigue, weight increased, mood swings, vaginal haemorrhage, menorrhagia, anxiety, nausea and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for chronic, dysmenorrhea (as written) (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back pain, gen. Abnorm. Bleed. All injuries resolved post-removal ¿ none discrepancy noted for essure insertion date- (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: essure confirmation test total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs and mr received: lot number was added, previously reported event- psychological trauma was replaced with specific event depression, newly added events- mood swings, vaginal hemorrhage, menorrhagia ( d&c done), anxiety, nausea, pregnancy with contraceptive device, device ineffective, severity of previously reported events- abdominal pain was added, consumer height was added, reporter was added, lab data were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report